Manufacturer narrative:
Device evaluation: one device was received. The visual inspection noted a cracked right plunger case. The functional test found the device to be operating as intended. Customer reported issue was not confirmed. No repairs were needed. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Event description:
Additional information received stating "it is unknown if this issue occurred during patient use".

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Event description:
It was reported that the device exhibited intermittent occlusion alarms during normal use. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.